Event description:
It was reported that the system pca needed to be replaced to return the device to full functionality. While the device was reported to be in use, there is no indication of an adverse event to the patient or user. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.